Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian hispanic/latino female patient had undergone a breast reconstruction revision surgery with implantation of an unknown mentor gel implant prosthesis. Post-operatively, the patient experienced a bilateral rupture event and bilateral capsular contracture of unknown baker grade rating. While the patient has yet to consult with a medical professional, they have had a mammogram and ultrasound. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2021-13536 for the contralateral event.